Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate char; the outer flow tubing exhibits mild contamination, likely biologic. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure, the "aim beam fired straight out of the fiber". The fiber was exchanged. "Excessive flashing and aim beam fired straight out of the fiber" was noted with the use of the second fiber. The physician "ended the procedure after the second fiber failed." Patient outcome: "a little bit of bleeding, otherwise okay" reported. Additional information not reported. This report is for the first fiber.